Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm could not be confirmed with the returned modular cable (lot # 6709703). The returned modular cable was operated together with the returned system controller (serial # (B)(6) and a driveline power fault alarm could not be reproduced. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements indicating no underlying wires were compromised. A root cause of the reported driveline power fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook: section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the experienced a driveline fault alarm. The patient also had damage on their driveline above the modular cable. Log files were sent for review. The event log displayed multiple strings of driveline power fault and power b broken alarms on (B)(6) 2024. The log files also included a few strings of backup battery fault alarms which appeared to have resolved. Modular cable and system controller replacement was recommended. The tear in the outer silicone jacket displayed in the picture appeared to be only cosmetic. Additional information confirmed a system controller and modular cable exchange. The log files from the new system controller captured routine events. The driveline faults had resolved after exchange, and the products would be returned for evaluation.